Event description:
Patient and patient's sister stated that they have tried replacing the battery. Each time they try, the pump will state preparing and then stops. When it stops it indicates a problem was detected. They have tried using both batteries. One is completely charged. They reached out to the nurse ambassador who felt the pump was defective. After troubleshooting, a new pump is being sent. Sister also reported that patient experienced an abscess back in (B)(6) 2025 and had another one about 2 weeks ago where he went to the ER and was provided antibiotics. He is doing much better now and md is aware. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Product is available for return. Unknown if md aware. No further information, details, or dates available.